Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The device serial number was not provided, therefore a review of the serial number history could not be performed.

Event description:
A peritoneal dialysis patient called technical support in order to attain direction on disconnecting from the machine. The patient chose to disconnect in order to go to the hospital. The patient had recently undergone bypass surgery.

Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the patients¿ need to disconnect from the liberty cycler because of complaints of not feeling well and subsequent hospitalization admission for a nstemi. There is no documentation to suggest the ccpd treatment with the liberty cycler had any causal effect. However, there is a strong association between the patients¿ long standing complex medical history, severe cardiac disease and the nstemi experienced by the patient. This is exemplified by the patient discharge from the hospital with a lifevest. There is no allegation of machine malfunction leading up to the event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called technical support in order to attain direction on disconnecting from the machine. The patient chose to disconnect in order to go to the hospital. The patient had recently undergone bypass surgery.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. The serial number of the device was not provided, therefore investigation of the device manufacturing records could not be performed. Should more information be received, the file will be reevaluated and a supplemental report will be sent.

Event description:
A peritoneal dialysis patient called technical support in order to attain direction on disconnecting from the machine. The patient chose to disconnect in order to go to the hospital. The patient had recently undergone bypass surgery.